Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was initially reported that the patient needed an MRI to check the patient¿s body after being implanted. The patient had headaches and a possible fever that started a couple of days prior to the report. MRI guidelines were provided. It was further stated that the patient was admitted for a possible infection and then discharged several days later. Additional information was requested, if received, a follow up report will be sent.